Event description:
Drug/diluent: 0.2% naropeine. Fill volume: 550 ml/hr. Flow rate: 10ml/hr. Procedure: pancreaticoduodenectomy. Cathplace: unk - anp. Date of surgery: (B)(6) 2014. An incident of fast flow was reported by the pharmacist who discovered the incident. The infusion was started on (B)(6) 2014 at 5:30 in the afternoon and the infusion stopped on (B)(6) 2014 at 7:30 in the afternoon. It was reported that the pump emptied in 26 hours instead of 55 hours. The patient had a pancreaticoduodenectomy on (B)(6) 2014. The patient experienced no consequences due to the reported issue. The sample is available for return.

Manufacturer narrative:
The sample has been received by the reporter for inspection and evaluation. A visual examination was performed on the unit, and a review of the device history record (DHR) was conducted for the lot number reported. Results will be provided once the evaluation and investigation have been completed. Our investigation and evaluation is currently in progress, once completed a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.